Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was fluctuating and the pump shut down. Customer¿s blood glucose value was approximately 250 mg/dl. Reportedly, the alert cleared and customer continued to use the pump for insulin therapy. It was also reported that the pump date and time were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date.